Event description:
It was reported to medtronic neurosurgery that the pressure setting of the valve had changed from 1.5 to 0.5 during an MRI. According to the report, after the MRI, the surgeon tried about 20 times to change the pressure setting back to 1.5; however, he was unable to do so. The report stated that the valve was explanted. Reportedly, during the revision procedure, the valve was found to be permeable. According to the report, the surgeon tried to change the setting of the explanted valve; however, was still unable to do so. The report stated that the pressure level setting of the valve had not been checked directly prior to the MRI. Reportedly, the pressure level of the valve was last checked on (B)(6), 2013. According to the report, the valve had been set to 1.5 on that date. The report stated that there was no injury to the patient.

Manufacturer narrative:
The valve was patent and met the specifications for leak testing. The device did not meet the specifications for siphon and reflux testing. The valve was returned at pressure level 0.5 and was not adjustable. This precluded pressure-flow and pre-implantation testing. Proteinaceous debris was observed in the interior and the exterior of the valve of the valve. Debris within the valve may prevent movement of the adjustment mechanism, resulting in a non-adjustable valve. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.